Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. The device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there was one other similar event for the lot referenced. The other event is for the same patient. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported through medwatch mw 5079432 "total right hip knee arthroplasty caused debilitation pain, stiffness, range of motion loss requiring 2009 manipulation and revision surgery on 2013. Medical device parts caused metal poisoning and severe allergies, repeated f/u office visits with surgeon reporting pain, stiffness, loss of range of motion and metal poisoning . Attended years of physical therapy and daily intake of prescription medication to control symptoms. Length of time between initial surgery and revision surgery created debilitating medical issues and permanent disability. Manipulation surgery for arthrofibrosis on 2009 and metal poisoning". This pi is for manipulation surgery for arthrofibrosis on 2009.